Manufacturer narrative:
(B)(4). Device remains implanted.

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -5.0 diopter, into the patient's left eye (os) on (B)(6) 2015. After implantation, the patient experienced refractive surprise and refractive change over time. As of the date of MDR submission, the lens remains implanted in the patient.

Manufacturer narrative:
Additional data: the lens was explanted and exchanged on (B)(6) 2017. The problem was resolved. Date received by manufacturer on initial report is 11/30/2016. Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial with clear surgical residue/debris on product. Visual inspection found the haptic bent. Dimensional and functional inspection found lens was within specification. (B)(4).

Manufacturer narrative:
Conclusion: per dfu for this lens model, vicmos are contraindicated for patients above the age of 45 years old. This patient was above 45 at the age of implantation. Per dfu for this lens model, pre-existing diagnosis of keratoconus is contraindicated. (B)(4).